Event description:
It was reported that operative diagnostic testing indicated invalid impedance reading on lead contacts. Programming was unable to restore coverage. Physician consult is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.